Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential retroperitoneal hematoma. The exact root cause cannot be determined. The likely cause was determined to have been a high stick resulting in retroperitoneal bleeding. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the puncture was closed with an the involved angio-seal device and the patient was discharged. 24 hours later the patient presented abdominal pain, discoloration and was admitted back to the hospital. An endovascular graft was used to stop the retro peritoneal bleed. The nurse stated that it was a high puncture however the doctor stated that it was not. Everything with the closure was normal. An ultrasound was done and a femoral run prior to deployment, black compaction marker was seen. Patient has now recovered.

Manufacturer narrative:
A1: patient identifier: not available due to local data protection rules. A2: age or date of birth: not available due to local data protection rules. A3a: sex: not available due to local data protection rules. A3b: gender: n/a. A4: weight: not available due to local data protection rules. A5: ethnicity: not available due to local data protection rules. A6: race: not available due to local data protection rules. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.